Manufacturer narrative:
Reference medwatch 304209178-2015-87864 for additional information. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had recurring issues with a particular sensor. The insulin pump went into threshold suspend when his blood glucose level was 216 mg/dl. His sensor glucose reading was 58 mg/dl. The product will return. Nothing further to report.

Manufacturer narrative:
Inspected one opened and used sensor and performed bicarbonate buffer test per specification. Sensor passed with accurate readings.